Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify frozen display anomaly and button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump shut off and had frozen screen. Customer stated that the insulin pump was beeping. Customer stated that the contacts on the batter cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated the display returned. Customer stated that the time was not advancing. Customer stated that the screen was stuck on 1 and it was still beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.